Event description:
The customer reported that the transducer recorded a tracing, which the user assumed was the fetal heart rate, but the fetus had expired.

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation.